Manufacturer narrative:
Imagery was provided by the complaint site and the one (1) brown particulate on a leaflet at inflow was observed. The valve was returned to edwards lifesciences for evaluation. During visual analysis one (1) brown particulate was observed on leaflet cp2 at inflow. Material analysis was performed on the isolated material collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the brown particulates indicated that they displayed similar absorption characteristics to cellulose material. Process walkthrough was performed from valve assembly through the end of preliminary packaging where the valves are placed in the final jars and terminally closed to determine if any of the materials, fixtures or tooling used matches brown fiber (cellulose) like material and there were no exact matches observed. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from december 2019 ¿ november 2020 revealed other similar complaints, but no edwards defects were identified. The IFU and device preparation training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device preparation training manual, thv rinsing: verify final thv size and correct time to unpack thv with operating physician. Examine thv box and jar. Remove thv and holder without touching tissue using hemostats or forceps. Check for frame or tissue damage. Do not use if damaged. Caution: if container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv / holder assembly in first bowl of = 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute. Caution: thv should not come in contact with identification tag, bottom or sides of rinse bowls. Caution: no other objects should be placed in rinse bowls. Transfer thv / holder assembly to second bowl of = 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute. Leave thv / holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed. Material analysis was performed on the brown particulates are consistent to cellulose material. However, a review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. While there are multiple sources of cellulose present in the manufacturing process, none of them are in brown color as seen in this complaint. Additionally, during the manufacturing process, all sapien 3 valves are 100 percent visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. Per the report, after rinsing the valve, a brown fiber was noticed on one of the leaflets. Since the particulate was observed after being removed from the holder and rinsing, it is possible that the particulate was introduced from the field (outside the original packaging). While a definitive source for the particulate is unable to be determined, it is possible that procedural factors (device mishandling during prep) may have contributed to the complaint event. The complaint for valve ¿ particulate, contamination was confirmed. While process walkthrough indicates multiple sources of cellulose within edwards valve assembly operation, none of them are in brown color as seen in this complaint. As the particulate was observed after being removed from the holder and rinsing, it is possible that it may have introduced from the field. However, a definitive source for the particulate is unable to be determined at this time. Currently there are several manufacturing mitigations in place to detect and reject particulate on the valve. Since no defects or labeling/IFU/training deficiencies were identified, no corrective or preventative action, nor risk assessment is required at this time. However, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(6), during preparation of a 29mm sapien 3 valve, after the valve, a brown fiber was noticed on one of the leaflets. A new valve was used to complete the case. The new valve was successfully implanted with a very good result.